Manufacturer narrative:
Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump input carbohydrates values multiple times without user input. There was no reported impact to the customer's blood glucose level. No additional patient or event information was available.